Manufacturer narrative:
The reported event of poor sensing and inability to position the lead for satisfactory parameters was not verified. All tines were intact and undamaged. Electrical testing did not find any indication of conductor fracture or internal shorts. The damage found was consistent with surgical damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the pacemaker lead was implanted and exhibited poor sensing. The lead was re-positioned but the physician was unable to achieve satisfactory parameters. A different lead was then used to complete the procedure without further incident. The patient was discharged from the hospital post procedure.